Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim. Consumer reported their health care professional was worried about their urine analysis results and sent them to a urologist. They found bacteria in their urine and they took antibiotics, and now their urine is reportedly fine. The event date was not known. No further complications reported/anticipated.